Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008 to investigate the event. The fse performed a preventative maintenance (pm) and hardware verification on the instrument per written protocols. The fse replaced springs and seals in precision pumps, replaced sample probe and performed carryover. Also, the fse ran low level precision which was within customers expected limits. The fse documented that the repairs were verified per established procedures and results met published performance specifications. The fse stated that replacement of parts was not due to part failure put seeing an opportunity while onsite to perform extra maintenance and upcoming mods. Although hardware issues were addressed, a definitive root cause could not be determined for this event. MDR # 2122870-2008-162 documents the results for pt 1. This is 14 of 41 separate MDR reports related to 41 pts events associated with a single malfunction report. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for forty one pts. It is unknown which results were reported outside the laboratory. The customer re-ran the samples on a different instrument and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.